Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (500 mcg/ml at 104.77mcg) and clonidine (250 mcg/ml at 52.38mcg/ml) via an implantable infusion pump. During surgery to move the pump more superficial, due to patient weight gain, unknown fluid was found in the pocket. The catheter was aspirated at the catheter access port with no issues, 3 cc of clear fluid was aspirated. The pocket was flushed with pf normal saline. Post dye study there was an issue with the catheter. The cause of the event was undetermined. The pump issue was reported as resolved but it was unknown if the catheter issue was. The patient was alive with no injury. No further complications have been reported as a result of this event.